Event description:
A report was received that the patient was burned while charging. The patient's physician diagnosed the burn and prescribed the patient ointment. The patient's burn symptoms were pain, redness, blistering with drainage. The patient stated that he never fell asleep while sleeping and was just experiencing heat and pain while charging.